Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that while adjusting the position of an implanted impella 5.5, the pump was completely removed into the aorta. The pump was exchanged for a new impella 5.5 to continue patient support. No patient harm was reported.

Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the user as resistance was felt causing the 5.5 pump to be completely removed into the aorta. The device passed all post sterile inspection checks.